Event description:
History of extensive stag small cell lung carcinoma, admitted with increased shortness of breath and cough. Admitting diagnosis uri/pneumonia spiked temperature and became hypotensive, transferred to the intensive care unit, required intubation. Bronchoscopy was performed. Gram's stain showed gram-positive cocci. Chest x-ray showed ards/pneumonia. Continued to deteriorate, made no-code by the family. On (B) (6)2010, pt became bradycardic and his condition deteriorated and he was pronounced dead. Marble-sized blob of dried secretions found at end of endotracheal tube after extubation. Had been unable to advance suction catheter and unable to auscultate lung sounds bilaterally within 3 minutes of death. Dates of use: (B) (6)2010 - (B) (6)2010. Diagnosis or reason for use: heating/humidification during ventilator use.